Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and fold creases. A leak test was performed which identified opening. A microscopic analysis was performed which identified one opening punctured. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one curved opening punctured assessed as surgical damage like.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.